Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the physician was unable advance the lead due to patient's anatomy. The existing lead were explanted. Patient never lost therapy.